Event description:
It was reported that the device was explanted due to a medical procedure. The lead broke during the explant and a portion of the system was left in place. No outcomes were reported regarding this event. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead. Lot# unknown serial# implanted: explanted: product type lead. (B)(4).